Event description:
Related manufacturer reference number: 3006705815-2022-14618. It was reported that during an ipg replacement (related manufacturer reference number: 3006705815-2022-01145), intra-op testing of leads indicated impedance on one of the leads. As a result, physician explanted and replaced both leads to address the issue. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.